Event description:
The device system was returned to the manufacturer with no additional info regarding patient symptoms or device troubleshooting. Additional info has been requested. A follow-up will be submitted if additional info becomes available.

Manufacturer narrative:
Final device analysis of the 3272 revealed no significant anomalies. The retainer was cracked on one end where it entered the connector module. The receiver/extension was functionally ok with suspected explant damage. Analysis codes found. Lead 1 model 3487a. The #2 electrode was crushed and the conductor coils were crushed between electrodes 0, 1, and 2. The lead was functioning ok. Lead 2 model 3487a. Final device analysis revealed that the conductor coil was crushed between the #0 and #1 electrodes. The lead was functioning ok.